Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.50 mm wolverine coronary cutting balloon monorail was used to dilate the target lesion, and after inflation up to 8 atmospheres, the balloon ruptured. The procedure was completed with another manufacturer's device. No patient complications were reported and the patient status was stable.